Event description:
The customer contacted beckman coulter inc (bec) to report while troubleshooting a flow cell alert with the customer technical support (cts) noticed a blue fluid on the counter below the lh750 instrument. The customer also reported getting vote out for retic. Patient samples were not affected. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No death, injury or change to patient treatment attributed or connected with this complaint. On (B)(4) 2011, a bec field service engineer (fse) reseated the tubing on the bottom of the retic sample chamber to resolve leak. The fse also replaced the retic diaphragm pump to resolve the retic vote out issue. The repairs were verified per established procedures. The root cause for the leak and retic vote out was due to disconnected tubing and the retic diaphragm pump.

Manufacturer narrative:
(B)(4).